Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they met with the patient on (B)(6) 2019 prior to their MRI to make sure the ins was safe for the MRI. The rep mentioned that they placed the ins into MRI safe mode. They mentioned that prior to that, they performed impedance checks, and they also deactivated the ins sensor to try and resolve any further issues. The rep added that it seemed that the sensor needed to be reoriented, but they weren't going to perform that outside of the physician¿s office. The rep stated that they haven't heard from the patient since. They told the patient to let them know when their next follow-up is with the hcp so that they can further analyze the system. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced a painful shocking sensation when they laid back on the bench to get an x-ray of their mouth. The patient had lowered stimulation to 0.04v and when they checked again it was at 2.4v. The patient noted that this had happened once before around 2 weeks after implant while they were laying down in the tub to take a bath. The were getting ready to lean back and the device shocked them and they were 'like paralyzed' and could not move. The patient then let the water out of the tub and slowly sat up. The patient scheduled an appointment to have the ins checked. No further complications were reported.